Event description:
This report summarizes twenty malfunctions. A review of the reported information indicates that an unknown vena cava filter allegedly experienced perforation. These information's were received from various sources. All twenty malfunctions involved patient with no patient consequences. Of the twenty patients, six were male and eight were female. All the twenty patients ages were ranged between 40-89 years; however; weight for one patient was reported as 128 pounds. The remaining patients information were not provided.

Manufacturer narrative:
H10: of the reported twenty malfunctions, lot numbers were not provided for all malfunctions, therefore lot history review cannot be performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for all the twenty malfunctions. Therefore, the investigation for all the twenty reported malfunctions were confirmed for the alleged perforation. Based on the available information, the definitive root cause for this event is unknown. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the reported twenty malfunctions, lot numbers were not provided for all malfunctions, therefore lot history review cannot be performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for nineteen malfunctions. Therefore, the investigations are confirmed for the reported perforation of the inferior vena cava (ivc) and for one malfunction medical records were not provided therefore the investigation is inconclusive for perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use

Event description:
This report summarizes twenty malfunctions. A review of the reported information indicates that an unknown vena cava filter allegedly experienced patient device interaction problem. These information's were received from various sources. All twenty malfunctions involved patient with no patient consequences. Of the twenty patients, six were male and seven were female. Nineteen patients ages ranged between 40-89 years. The remaining patients information was not provided.